Event description:
It was reported that the implant at tooth site # 8 was fractured as well as an abutment screw. Abutment screw fractured along with implant. Removed and replaced with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvh13 (impl tapered scr-v ha 3.7 mm 3.5mm 13mm) for evaluation. Visual evaluation was performed. The implant had signs of use with debris on its external and internal threads. Unable to detect any fractures with the implant. DHR review was completed for the subject lot number: 1272298. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1272298 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant.¿ the customer did not submit images for the reported event. A definitive root cause could not be determined since device malfunction did not occur. Therefore, based on the available information, a device malfunction did not occur. Implant was not identify to be fractured. The reported event was unconfirmed following functional testing and physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.